Event description:
Analysis of the returned handheld device and flashcard has been completed. No anomalies were found with either the handheld device or flashcard and both the handheld device and flashcard were confirmed to be functioning properly.

Event description:
It was reported on (B)(6) 2011 that a physician's (B)(4) x5 handheld device was not functioning properly due to a suspected faulty electrical contact on the handheld. The programming system was replaced and the programming system in question was returned to the manufacturer for analysis. Analysis was completed on the programming wand and no issues were found, however the 9v battery was not returned with the wand. Product analysis of the returned handheld and associated flashcard have not been completed at this time.